Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. The customer¿s blood glucose level unknown. Customer reports the drive support cap was loose. The customer stated that the insulin stopped delivery the day before the pump displayed the motor error. The insulin pump will be returned for analysis.